Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump had received screen was freezes as well as keypad anomaly. Customer¿s blood glucose was unknown. Customer stated that they did press a button down for 3 minutes or longer. Customer stated that there was a response from a button and sometimes it was lags like when he press something and the screen will get stuck for a few seconds. Customer stated that the button responds. Troubleshooting was performed. The insulin pump will not be returned for analysis.